Event description:
It was reported that misspike occurred when a transfer set was being connected to a uv flash continuous ambulatory peritoneal dialysis (capd) disconnect y-set when using a clean flash device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). The device was not available for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.